Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence.

Event description:
The consumer stated by e-mail that a tampon came apart during removal and pieces remained inside the body. This event occurred with one tampon. There have been three attempts ((B)(6) 2018) to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. We will submit a follow-up report if we become aware of any new/additional updates to consumer health or medical information.